Event description:
During a cataract extraction procedure, aspiration failed. Another unit was used to complete the procedure.

Manufacturer narrative:
Section b.1. This was not an adverse event; it was a product problem. There was no patient injury involved. Section b.2. There were no conditions in this section that applied to this event.